Manufacturer narrative:
B3: event date is an approximate date. Year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was complaining of a lack of benefit on one side for a couple of months. The impedances on one side were within normal limits but on the affected side, they were registering as high, mostly 35,000+ although the contacts in use were around 4,000. X-ray indicated that the leads were intact and did not identify a fracture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient reported loss of benefit from (B)(6) 2024, but it was unknown when the impedances started. They were satisfactory in (B)(6) 2022. The root cause of the high impedance was not yet determined. The issue was unresolved and the patient will be seen in clinic again next month.